Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2016, clinical status assessment indicated the patient's qualifying condition as unstable angina and was further referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 22 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with direct placement of a 2.75 x 24 mm and 2.50 x 8 mm study stents. Following post-dilatation, there was 0% residual stenosis. A clear cut hazy distal stent edge dissection was noted post deployment of initial study device (2.75 x 24 mm) and subsequently a distal overlapping stent (2.50 x 8 mm) was deployed additionally. On the following day, the patient was discharged on dual antiplatelet therapy.